Event description:
An optometrist reported a case of large corneal abrasion observed on one right eye day five post photo refractive keratectomy (prk) surgery. Patient was noted to have been treated with antibiotic drops, steroid drops, artificial tears and bandage contact lens therapy. Upon follow up, reporter informed issue was unresolved and patient was still continuing with artificial tears and steroid drop therapy.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).